Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid. The subject device is not returned for evaluation. Based on the investigation performed and without having the sample available for evaluation, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2020. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic cholecystectomy with cholangiograms procedure on (B)(6) 2021, a bard/davol hydro-surg plus irrigator was used. It was reported that the device leaked (fluid) into the battery chamber, which was observed at the end of the case.

Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid. The subject device is not returned for evaluation. Based on the investigation performed and without having the sample available for evaluation, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2020. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during a laparoscopic cholecystectomy with cholangiograms procedure on (B)(6) 2021, a bard/davol hydro-surg plus irrigator was used. It was reported that the device leaked (fluid) into the battery chamber, which was observed at the end of the case.